Event description:
It was reported that bd totalys slideprep contamination occurred. The following information was provided by the initial reporter: possible contamination. The laboratory technician has determined that it is a contamination, so the report is being made correctly.

Manufacturer narrative:
H.6 investigation summary complaint reports contamination on slideprep (catalog number 491346) serial number (B)(6). Complaint alleges instrument contamination due to bundle touching slides, no erroneous results were reported. Service adjusted the quad bundle z max height and realigned the quad arm. Root cause attributed to misalignment of quad arm. This complaint is a confirmed failure of the instrument based on the service investigation. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 02/19/2020. Service history review was performed for the instrument(B)(6), and no additional work orders were observed for the complaint failure mode reported. Review of risk management files confirms there are no new or modified risks associated with this failure mode. There is no corrective and preventative action plan in place. Bd quality will continue to monitor for trends associated with failure of "contamination / foreign matter."

Event description:
It was reported that bd totalys slideprep contamination occurred. The following information was provided by the initial reporter: possible contamination. The laboratory technician has determined that it is a contamination, so the report is being made correctly.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.